Manufacturer narrative:
When the technician investigated the slingbar, he found the safety latches had snapped off the slingbar. It appeared the latches were not properly placed during the lifting procedure. According to the instruction guide for universal slingbar rev. 4 - 7en160185, hill-rom states that the user shall always make sure before lifting, that the sling´s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician installed new latches and informed the account these parts are not load bearing to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a customer used the lift with the slingbar and sling. The patient was just above the bed to which they were being returned when the leg strap came out and the patient fell and hit their head. The lift was located at the account at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).